Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02104. It was reported during a reprogramming session, diagnostic testing revealed the patient's right supra orbital lead reflected a high impedance reading. Subsequently, the patient underwent surgical intervention at which time the lead was explanted and replaced. Please note it is unknown which lead was explanted and replaced. Therefore all suspected devices are being reported as explanted.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2017-02104.